Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient in their seventies underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was used for matrix and fast anatomical mapping (fam). No radiofrequency was performed. At an unspecified phase of the event, pericardial effusion was noticed while using the biosense webster, inc. Product. The patient became hypotensive, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 700 cc of fluid from the pericardial space. Patient¿s condition improved and was stable after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Physician is unsure about the cause of the adverse event; he believes the pericardial effusion was caused by the agilis access sheath or due to not using any fluoroscopy to assist during the case. No biosense webster, inc. Product malfunctions were reported. This event is being conservatively reported under the biosense webster, inc. Thermocool® smart touch® sf bi-directional navigation catheter since the physician was unsure about the causality of the event. In addition, the event was noticed while using biosense webster, inc. Products.